Event description:
The patient underwent vns replacement due to prophylactic reasons. During attempts at product return, it was revealed that the facility's general policy was to discard explanted products.

Event description:
It was reported that the patient was referred for vns generator replacement surgery due to battery depletion. It was later reported that the patient's parents were questions why the battery had depleted after only 3 years since implantation. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The device was found to have been manufactured using the laser routing process. Clinic notes were received indicating that the vns battery status was at 50-75% and then, half a year later, at 11-25%. The tablet data for the generator was received and reviewed by the manufacturer. The discrepancy between the diagaccumconsumed value and the battery voltage in the single line of data provided was an indication that the battery was depleting faster than expected. Impedance was within the normal limits throughout the available programming history. No high impedance was observed in the generator's internal history data. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.